Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the ts consultant was unable to perform a full review as the data was downloaded prior to the last device check and would not provide any meaningful information. Another request for a recent memory download was made; however, one was never received. A few weeks later, the s-ICD system was explanted per the patient's request. No adverse patient effects were reported. The s-ICD system is not expected to be returned.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy while he was driving. Interrogation of the device revealed that inappropriate therapy was delivered due to myopotential noise being oversensed. A revision was performed and the physician repositioned the electrode. The device was also turned over 90 degrees and was placed more dorsal. A post-procedure follow up was performed with the patient and the same oversensing was observed during provocation testing. Data was submitted to boston scientific technical services for review. No adverse patient effects were reported. The patient has also requested that the s-ICD be explanted.